Event description:
A report was received stating that the listed device was observed torn at the eyelet after 1 day of use. The tracheostomy tube holder used with the device was reportedly made by the customer and was in use when the eyelet was found damaged. No pt injury reported.

Manufacturer narrative:
Smiths med has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a follow-up report detailing the results of the eval once it is completed.